Event description:
The patient had a port placed in the summer of 2008. About five and a half months later, the port came apart from the tubing. The patient had the tubing removed in interventional radiology; unfortunately this portion was discarded and not saved. About two weeks after tubing removal, the patient was brought to the or to have the port portion removed.======================manufacturer response for proport catheter, proport======================manufacturer provided rga for product return evaluation.